Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their implant battery seemed to be depleting rapidly. Patient stated the implant battery will not stay charged, and that they had just charged their implant battery this morning, and now it is already fully dead. Patient confirmed they had not made any therapy increases, changed groups, or been seen for any recent re-programming. Patient stated they first noticed this issue about a month ago. Patient stated they had not seen their pain management doctor in a while, as they fully got off of their pain medications. The patient was redirected to their healthcare provider to further address the issue.